Event description:
Patient was having a generator replacement and high impedance was observed. Lead revision was not performed at the time of surgery. Patient was noted to have been in a bad car accident and is believed to be the cause of the high impedance. High impedance was observed on the new generator. No known lead revision surgery has occurred to date. No additional relevant information has been received.

Event description:
Per the physician, the high impedance was conclude likely be a fractured wire. The patient was in the motor vehicle accident on (B)(6) 2020 and thought to be related. No known surgery has occurred to date. No additional relevant information has been received.